Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank. The pump allegedly continued to emit audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated multiple call service alarms related to sleep alarms following a replace battery alarm. During testing, the pump was powered on and the display screen was blank. The pump continued to emit audible tones and vibration. Further testing confirmed a single component failure on the printed circuit board.